Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the lcd lens and lower case broken. The ring was also bent.

Event description:
It was reported that the device was not functioning appropriately when connected to a patient. There was no indication of patient injury. Follow-up information was later received reporting the device failed to function at a critical time. No further details were available.

Event description:
It was reported that the device was not functioning appropriately when connected to a patient. There was no indication of patient injury.